Manufacturer narrative:
Evaluation showed that the measurement cable is defective (gold contacts bent), the file clip is defective (wire broken). Along with the check-up we offer a new battery. The display is scratched. This case is considered misuse.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements; no injury resulted.